Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported that during a hypoglycemia episode, the customer reported having suffered a fall with the pump, causing a crack. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with pen. The event involved product(s) mmt-1886. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for damage and found that unable to hold the battery cap due to damage in the battery compartment. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary . 2. Section h6 - removed hecc 2418 with heic 4650. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per the latest information user didn't report loss of consciousness neither inform how she treated the low bg.